Manufacturer narrative:
Concomitant medical products: other relevant device(s) are product ID: a810, lot/serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 6 mg/ml of hydromorphone at 1.9 mg/day and 30 mg/ml of bupivacaine at 9.5 mg/day via an implantable pump for non-malignant pain. It was reported the patient had a (B)(6) study and catheter access port (cap) dye study on (B)(6) 2019. It was reported the studies were done prophylactically and there were no issues with the therapy or device. The patient was then discharged and later that night went to the emergency room due to sudden intense chest and back pain. It was reported that during this evaluation on (B)(6) 2019, it was determined that a priming bolus was not done after the dye studies and felt this was associated with a delay in drug delivery. Flow rate was discussed with and without all patient activated (pa) boluses. The catheter was currently full at the time of the report ((B)(6) 2019). No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The event had been reported to the rep by the managing physician on (B)(6) 2019. The missed priming bolus occurred due to an oversight. The doctor was using the clinician programmer tablet & therapy application, software version 1.0.7493. The healthcare provider believed the increased pain was caused by the delay in drug delivery. It was unknown what diagnostics were performed in the emergency room. The patient was okay and no longer experiencing the pain symptoms at the time of the report, (B)(6) 2019. The patient's weight was not available.